Manufacturer narrative:
(B)(4). Evaluation results: dissection, mi.

Event description:
Pt rec'd a 3.5mm diameter x 9mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad and a 3.5 mm diameter x 12mm length endeavor sprint rx in the mid lad during index procedure. It was reported that a dissection occurred to prox lad and that the pt suffered an mi during procedure. Prolonged hospitalization was required. It was reported that the pt was asymptomatic on discharge and no other clinical sequelae were reported. Investigator reported that the event was not related to the study device and was probably related to the procedure. (MFR report# 9612164-2011-00124).